Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and expired the day. Furthermore, it was also alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Additional info has been requested and will be submitted upon receipt accordingly.